Event description:
Per the doctor's report, the patient was explanted in 2007 due to re-occurring infections. The patient is a bilateral patient. No information on reimplantation surgery plans had been provided at the time of this report.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.